Event description:
The tech alleged that the hi/low cable assembly has bare wires showing, cable is damaged. No pt impact.

Manufacturer narrative:
The tech found the hi/low cable had gotten caught on the brake caster. The tech replaced the hi/low cable to resolve the issue.